Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio or vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not beeping her when they got down to 20 units. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump was neither beeping nor vibrating currently. Customer states they had trouble hearing the beeps. The customer was assisted with troubleshooting and the pump did not vibrate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.